Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Reason for surgery: stress incontinence and pelvic prolapse. Concurrent procedures: ap repair and concomitant cystoscopy. It was reported that following insertion the patient experienced infection, vaginal pain, pelvic pain, urinary problems, incontinence, and constipation. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, dysuria, frequency and overactive bladder.